Event description:
Information received a smithsambulatory infusion pumps/cadd extension sets was leaking medication that was being delivered for pulmonary arterial hypertension. Patient had a back up pump to resort to and no patient injuries were reported.